Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) reporting that her onetouch verio iq meter was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at 10:30am on (B)(6) 2014. The patient detailed that she is not taking any medication to manage her diabetes and it is not known if the patient made any adjustments to her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿anxiety¿ immediately after she experienced the issue with the subject meter. The patient denied that she received any treatment. At the time of troubleshooting, the cca noted that the product issue occurred after the meter battery had been charged and that there was no misuse of the product. The issue remained unresolved after a walk-through with the patient. Replacement products were sent to the patient. Based on information provided, there is no indication that the alleged meter issue caused and/or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.